Event description:
Procedure: sigmoidectomy. According to the reporter: the device used for laparoscopic sigmoidectomy. A functional end to end was performed between transverse colon and sigmoid. Five (5) days after surgery, leakage occurred and urgent laparotomy was performed. Anastomosed part was split open and additional resection was done. Patient is under observation.

Manufacturer narrative:
(B)(4).